Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that right ventricular lead was explanted due to patient experienced a bacteremia infection. Upon extraction, this lead fell apart. This lead was not replaced. No additional adverse patient effects were reported.